Manufacturer narrative:
Medwatch voluntary MDR report #: mw5120108.

Event description:
It was reported that this cardiac defibrillator exhibited mechanical complications. This device was explanted and replaced. No additional adverse patient effects were reported. No further information was available.